Event description:
Same case as: 2134265-2015-04437 and 2134265-2015-04401. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention (pci), an opticross¿ imaging catheter was used in conjunction with an ilab ultrasound imaging system and a sled to perform automatic pullback. It was then noted that when the opticross¿ imaging catheter was pulled back at about 3mm, the motor drive unit five plus (mdu 5+)would not be pulled back. The mdu5+ and the sled were reconnected; however, the issue was not resolved. This sled was exchanged to another sled and the pullback was then performed properly. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device evaluated by MFR: the device was not returned; therefore, no product analysis could be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).